Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The patient stated that he was checking the heater bag by disconnecting it and letting some solution pour out. The baxter technical service representative explained this type of disconnect compromises supplies and further advised the patient to start over with new supplies. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical services regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated that he was checking the heater bag by disconnecting it and letting some solution pour out. The technical service representative (tsr) explained this type of disconnect compromises supplies and further advised the hp to start over with new supplies. The tsr then assisted the hp to end therapy. On (B)(4) 2011, product surveillance contacted the hp who stated he had no further information regarding this incident. No patient injury or medical intervention was reported.